Event description:
W.s. Slid from the air mattress onto the floor; was found with head between siderail and air mattress. Staff entered room to find w.s on floor next to bed. Resident had arm extended between bed rail and mattress and head between bedrail and mattress. Nurse called for help; unable to obtain apical pulse; shallow breaths noted. Resident placed back in bed and sternal rub initiated. Resident expired within a few minutes. Resident experienced falls from bed/mattress 2 previous nights as well. Mattress was placed on bed day before first fall. Arm was caught in siderail on previous fall. Unofficial cause of death is disruption of spinal column/cord with dislocation at c3-c4.